Event description:
During surgery, the surgeon used inserter, and inserted oic-peek into the intervertebral space. And the surgeon used the reliance-tamp (48361300) in order to adjust the position of oic-peek (not used the final impactor). When the surgeon checked, he found that oic-peek has broken. The surgeon removed a part of piece of breakage, and performed bone graft.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.